Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room with high blood glucose of 600 mg/dl. The customer also stated the infusion set cannulas were bending, causing the high blood glucose. Nothing further reported.